Event description:
No osseointegration, complication in site preparation (condition of tooth 24 after root tip resection), no thread tap used, primary stability was achieved, implant wasn't completely covered by bone, immediate implantation, bone resorption, mobility.